Manufacturer narrative:
H6 - preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
Hcp reports patient started experiencing withdrawal symptoms on 8/06 or the day after. A catheter dye study was performed and was inconclusive. The hcp was unable to inject or withdraw the dye indicating a possible kink. A rotor study was performed and was normal. The catheter was replaced 2 days later. The patient was given a bolus. The catheter was returned to the manufacturer for analysis. No additional information on patient symptoms or outcome were provided. A follow up report will be sent when additional information is received.